Event description:
The following was reported by the customer: per (B)(6), our director of respiratory, they had a serious problem developing with the formulary item referencing inv #(B)(4) of mfg #(B)(4)trach tie being too flimsy and loose and another same incident dated (B)(6).  This mfg #(B)(4) does cause a very serious problem and we are being forced to order medichoice version referencing vendor item #(B)(4) or mfg #(B)(6) .  Additional information received from the customer on (B)(6) 2014.  ¿no patients or workers were harmed.  Patients were accidently decannulated but trach tubes were replaced without incident.  Again, their primary concern with these were they are too elastic and the trach tubes can move too easily.  Both patients had their trach tubes replaced without incident.  There was no set time period the devices failed and  it was just too easy for a patient to become accidentally decannulated.  Yes, the product is available for returns and do you have a call tag for us to return for investigation?  I will check for the lot # tmw when I travel to this facility.  No maude event was filed with FDA and these were simply accidental decannulations.  All patients were stable immediately after they successfully had tubes reinserted without issue".  Additional information received from the customer on (B)(6)2014.  "(B)(6), the only thing I can add to this all is there were only 2 patients total.  One patient it happened twice on.  Again, can we completely blame the trach tie?  Not really.  However, due to the elastic and how loose they did become, we were not comfortable using these products.  This is why we requested a new product be used.  Anything else I can help with, please let me know.  I do not have lot numbers on these.  I thought (B)(6) was researching that for you.  Take care and have a great weekend". Cfn (B)(6)was opened to address the incident that occurred on (B)(6) 2014 and (B)(6) was opened to address the incident that occurred on (B)(6) 2014. (B)(6) was opened to address the incident that occurred on (B)(6) 2019 and (B)(6) was opened to address the incident that occurred on (B)(6) 2020. The customer returned one case of product to carefusion for evaluation. However, this was a representative sample provided from the customer. The lot of the returned product is tthc-58y. However, the customer has already indicated that they are unaware of the actual lot that was in use when the incidents occurred.

Manufacturer narrative:
(B)(4). One case of product was received by carefusion from the customer for evaluation. However, this was a representative sample and did not include the actual product in use at the time of the reported incidents. The lot of the returned product was tthc-58y. The customer could not confirm that this was the actual lot of product that was in use when the reported incidents occurred. Without the actual complaint product for evaluation, the exact root cause of the reported issue could not be determined. This product is manufactured for carefusion by adi division of asia dynamics. Asia dynamics is the legal manufacturer of the device. Carefusion does not own the design, specifications, or regulatory pathway for the device. The device is label as a carefusion product and is sold and marketed by carefusion. An evaluation was performed by asia dynamics on the most recent lot of product manufactured (lot tthc-61y). A review of the device history record (DHR) was performed for this lot. There were no issues identified during manufacture that would have contributed to the customer¿s reported issue. The heat seals and velcro tabs were produced in accordance with the specifications. In addition all good manufacturing practices were followed. A review of the carefusion complaint system was performed for this device over the last five years. There has been only one other reported complaint received by carefusion on this device during this time period. However, this reported complaint was for a different issue (pallet label). There have been no other reported issues related to the performance of the device in the last five years ((B)(6) 2009 through (B)(6) 2014). The reported issue will continue to be trended and evaluated by carefusion. The adult tracheostomy tube holders are designed to withstand a large amount of force before the velcro comes loose from the trach tube. It is possible that the tracheostomy tube holders are not being properly secured during use by the customer. Without the actual compliant product for evaluation, the exact root cause of the customer¿s reported issue could not be determined.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections have been completed. This product is manufactured for carefusion by adi division of asia dynamics. Asia dynamics is the legal manufacturer of the device. Carefusion does not own the design, specifications, or regulatory pathway for the device. The device is label as a carefusion product and is sold and marketed by carefusion.

Manufacturer narrative:
(B)(4). The customer indicated that the actual complaint product is not available for evaluation. In addition, the lot number of the actual complaint product is unknown. A follow up will be sent if additional information becomes available.